Manufacturer narrative:
Continuation of d10: product ID afr-00016 (unknown serial/lot); product type: 2004-mapping hardware product ID: non-medtronic product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, another manufacturer's guidewire became difficult to manipulate. The catheter was removed, and the distal portion of the guidewire was found to be bent and deformed. The guidewire was replaced, and no further issues were noted. The physician noticed a filament-like string when preparing to reinsert the catheter into the sheath, leading to replacement of the sheath which resolved the issue. Additionally, an issue with the prism 2 affera system was noted, where threechannels (1-2, 5-6, 9-10) could not be visualized on the recording system, though mapping information was still collected and pacing remained unaffected. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the fcc1-13 flexcath contour steerable sheath with lot 0012866918 and data files were returned and analyzed. Two image files were returned from the field and reviewed. The first image showed plastic string stuck on the guidewire. The second image showed plastic string sticking out of the proximal end of the sheath. Visual inspection of the outside of the sheath was performed. No additional anomalies were detected. The steering mechanism and deflection test were performed and no anomaly was discovered. Functional testing was performed and no anomaly was discovered. Borescope inspection of the ID of the shaft reveled skiving and plastic strings. In conclusion, the reported plastic string issue was confirmed through data analysis and testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.